Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not charging properly when using multiple power sources. Customer reported that blood glucose was 185 mg/dl. Customer reported that the pump would continue to be used for insulin therapy, and manual injection if necessary, until replacement was received.